Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2021. H3 investigational narrative: a suture needle was submitted for fractographic evaluation. The component was identified as product code d8252. A fracture was not observed; therefore, no additional evaluation was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation revealed the needle was not fractured. An opened sample was received to ethicon inc for evaluation. Upon visual inspection of the needle, the curvature is conforming to shadow of the finished drawing specification, however; the curve is not smooth and continuous, and the swage area seems straight and should be curved. The cosmetic appearance needle (curve is not smooth and continues) defect was observed during the visual assessment has been correlated to the manufacturing process. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported. "The swage part of the needle was easy to get caught. Although other pds are not particularly concerned, the swage part of the affected product seemed to be little longer and straight" please clarify: did the needle bent, needle breakage or needle pull off from suture during the intra op event? No further information is available. Do you have a photo for visual analysis? No photos are available. Was the needle piece(s) retrieved during the same procedure? No further information is available. What tissue was being sutured when the event occurred? No further information is available. Where was the needle piece found; in what structure/tissue? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available.

Event description:
It was reported that a patient underwent an unknown pediatric surgery on an unknown date and suture was used. During the procedure, it was reported that the swage part of the needle was easy to get caught. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/25/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code d8252. A fracture was not observed; therefore, no additional evaluation was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evaluation revealed the needle was not fractured.